Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual examination of the sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown interventional radiology procedure on (B)(6) 2015 and topical skin adhesive was used. When the resident snapped the vial, a glass shard penetrated through the vial. There was no adverse consequence to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.